Manufacturer narrative:
The excor apex cannula for children (lot no. 00136869) was in use on the patient from (B)(6) 2024 to date. The event occurred on 2024-11-07, which is (17 days) after the implantation and the affected cannula remains on the patient as the patient is being supported with an active driver. We have reviewed the production records of the cannula lot no. 00136869 and concluded that this product was produced according to our specifications. Two other adverse events from the same patient occurred on (B)(6) 2024. Those events will be submitted as 3004582654-2024-00067 & 3004582654-2024-00068.

Event description:
On 2024-11-29 the clinic contacted berlin heart gmbh clinical affairs to report an update of a brain CT performed on (B)(6) 2024 that shown hemorrhagic transformation. A repeated CT on (B)(6) 2024 revealed ongoing encephalomalacia of the right mca-pca posterior watershed infarct with persisting cortical laminar necrosis. From (B)(6) 2024 deposits were frequently noted in both the apex and arterial cannulas. Cannula washouts were performed 5 times for each of the cannulas. The cannulas were trimmed twice by 2 mm on (B)(6) 2024. The last washout on (B)(6) 2024. An update from the site on (B)(6) 2024, reported that the patient is stable and that a repeated CT scan, 4 weeks post stroke showed no evidence of new infarcts/hemorrhagic foci, or seizure. The blood pumps functioned as intended with complete fill and ejection.